Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead had dislodged and was causing phrenic nerve stimulation two-days post implant. During the repositioning procedure, the screw of the implantable pulse generator (ipg) header fell out when the right atrial (ra) lead was being screwed-in. The ipg was explanted and replaced. The ra lead was repositioned and remains implanted. No patient complications have been reported as a result of this event.